Event description:
It was reported that during use with bd vacutainer® trace element serum plus blood collection tubes the gel smearing occurred. This occurred on 3 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: trace element tube gelling.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-05. H6: investigation summary: bd received 3 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for fibrin with the incident lot was observed. The customer samples were evaluated visually with no issues being identified. Additionally, retention samples of the incident lot selected from bd inventory for further testing. The samples were tested and no issues relating to fibrin were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (fibrin) because the defect was not evident in the testing of the complaint lot samples. All samples (complaint lot retains and control samples) demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd vacutainer® trace element serum plus blood collection tubes the gel smearing occurred. This occurred on 3 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: trace element tube gelling.